Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Technical support educated the customer to use room temperature insulin when filling the cartridge. There was no adverse impact to the customer's blood glucose level. The customer chose not to load a new cartridge and decided to continue using the current cartridge for insulin therapy.